Event description:
It was reported that during sample analysis of a returned peritoneal dialysis (pd) transfer set, it was observed that the female connector was separated from the main body. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in march 19-20, 2022. The device was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector was separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was due to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.